Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that after the priming tests were passed and the air was removed from the tube, air came into the pt's eye during surgery. The procedure was able to be completed with no harm to the pt.